Event description:
As reported by the user facility: customer reports that safety clip did not engage and it remained lodged in the catheter. No sample available. Resulted in an exposed sharp and a second IV stick to the customer.